Manufacturer narrative:
Corrected data: not returned to MFR.

Event description:
While preparing for a vitrectomy procecure, the vitrectomy cutter from this microsurgical accessory pack would not cut properly.